Event description:
Hosp reports a problem with the angiographic syringe in their convenience kit. Specifically, the syringe/manifold connection is drawing air and the syringe is backing off the manifold during use. There has been no air injected or pt injury. A used device will be returned for eval.

Manufacturer narrative:
The syringe and manifold used in the reported incident were returned to the MFR. No defects were visible. Review of the device history records for the syringe did not indicate any quality issues or mfg deviations. When an attempt was made to duplicate the situation reported by the customer, the devices performed properly and no connection problems occurred. Although this complaint was unable to be confirmed, a CAPA has been initiated on the reported failure mode.